Event description:
It was reported that during a shoulder arthroscopy procedure the unit seized.

Manufacturer narrative:
After the evaluation of the returned device the reported failure mode was confirmed to be ¿seized¿. Device was visually inspected and it was observed that the sleeve and bur assembly was performed according to drawing and device was complete. Deep wear marks and grease were found on the proximal end. The unit, fit on the hand piece passed, however performance on the hand piece could not be performed due to bur was seized. Bur could not be removed from the sleeve for further evaluation. Bending/prying, high friction and high temperatures could cause the bur heat shrink to melt and/or move, consequently causing that the bur could not be removed from the sleeve. Bur rfid programing was verified and found to be in compliance with the part number specifications. Dimensional inspection was not deemed necessary based on functional inspections results. The most probable root cause of this event can be associated to ¿excessive force applied by user (bending/prying).¿ the resulting high friction may lead to surface wear and high temperatures that could cause the bur heat shrink to melt and/or move, consequently causing the bur to seize. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy procedure, the unit seized.